Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnosis when the issue occurred. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of system log files identified a malfunction with host pc. After troubleshooting, it was determined that there was a host pc memory error. The service engineer resolved the issue by reconnecting all boards connected to host pc main board. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was crashed. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was crashed. The field service engineer inspected the system onsite and after the re-installation of the memory module, the device was returned to use in good working order. Philips has started an investigation of this complaint.